Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a right coronary artery (rca) perforation. A 4.0x16mm graftmaster stent, used after the labeled expiration date, was implanted in the rca sealing the perforation. A device malfunction was not reported. Per physician, the device did not cause or contribute to complications or adverse events. No additional information was provided regarding this issue.